Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery the shunt sensor was leaking on the fiber optic side. This occurred 3 times, however, no event info was provided for the other 2 events. The product was not changed out and there was an unk amount of blood loss.

Manufacturer narrative:
Terumo has not received the actual device for eval. Terumo will be submitting a f/u report when more info becomes available. (B)(4).